Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to FDA as the complaint was received via medwatch report. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch user report which reported the following information: the customer reported experiencing bleeding after inserting the adc freestyle libre sensor. The customer further reported experiencing a nasty skin reaction with a symptom described as ¿red skin, peeling skin, and raised welts¿ and the sensor subsequently fell off after 10 days of wear. There was no report of self-treatment or third-party intervention as there were no further details provided. There was no report of death or permanent injury associated with this event.